Event description:
During a coronary intervention of the right coronary artery, physician was able to cross the culprit lesion with the interventional wire, but unable to pass the taxus stent. It was then decided to predilate. Upon stent retrieval physician was unable to back stent into guide, so system was pulled as a unit. On inspection of stent it was noticed that stent struts were frayed. A new interventional system was used and successful coronary interventional was achieved.